Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a had a failed battery test alarm. The customer¿s blood glucose was 300 mg/dl at the time of incident and treated with manual injection. Customer stated that battery replacement did not resolve the failed battery test alarm. Customer also reported that the insulin pump had a stuck button, power loss, pump error, and replace battery now alarms. Customer reported that the insulin pump was not exposed to a change in altitude, and it was not stored without a battery for greater that 8 hours. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the electrical board was inspected and properly connected. Pump was monitor. No unexpected pump error 23 or failed battery test alarm noted after battery insertion. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm, and power loss alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.